Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections a3, a4, b5, and e1.

Event description:
Additional information was received may 9, 2019. The patient was reported to be ok.

Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. The involved device was not returned for evaluation. Therefore, the investigation was based on user facility information and evaluation of the retention sample. The retention sample from the involved product code/lot number combination was evaluated as follows. Visual inspection did not find any anomaly in the appearance along the total length. Magnifying inspection of the platinum coil segment (from 0 to approximately 30mm from the distal end of the device) did not reveal any anomaly, including irregularity in the coil pitch. The state of the distal section was verified under magnification to be equivalent to that of a retention sample of the involved product code/different lot# combination. There was not any anomaly, including a burr or deformity, in the appearance. The stainless steel coil segment was verified under magnification to be equivalent to that of a retention sample of the involved product code/different lot# combination. There was not any anomaly, such as irregularity in the coil pitch, in the appearance. The outside diameters of the platinum coil and stainless steel coil segments were confirmed to be within the specifications. The pushing resistance (rigidity) of the distal section was determined for and confirmed to meet the specifications. The mobility resistance of the distal section was determined for and confirmed to meet the specifications. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. IFU states: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the patient incurred a perforation when the involved runthrough ns device was used. The runthrough angioplasty guide pierced the coronary artery during the procedure. The perception of the doctor is that this occurred dur to increased rigidity.